Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 254 mg/dl, 328 mg/dl, 126 mg/dl, 192 mg/dl and 107 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter stated that he didn't wash his hands prior to testing and orange juice could have been on his fingers. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.